Manufacturer narrative:
Film evaluation summary: the reported endoleak seen following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. A type ia endoleak seems unlikely as the contrast blush was seen after pulling down the injector into the aui body, and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap at all junctions. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. The location of the endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned images did not reveal any out of specification stent graft integrity issues. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that during the index procedure, a type iiib endoleak was suspected in the aui graft (etuf2814c102ee). An additional endurant limb (etlw1616c93ee) was implanted as treatment, which resolved the endoleak. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.